Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the blue heat shrink to have been scratched and damaged allowing the ptfe insulator to get torn and fall off. The reported condition was confirmed. Inspection found the blue insulation was scratched. The ptfe insulator came off. The blue heat shrink insulation holds the ptfe in place and damage to the insulation can cause the clear insulation to be torn. The damage to the electrode indicates the user mishandled the electrodes. It also may have been cleaned with an abrasive material. This cleaning method would also contribute to the insulator disengaging. The device failed hipot testing at the scratch sites on the blue insulation. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instruction for use (IFU) states: the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cardiovascular procedure, while cleaning the bovie tip, the insulation fell off, some of it fell on the sterile field but not in the patient's cavity. They got a new bovie tip and completed the procedure without incident. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while cleaning the bovie tip, the insulation fell off, some of it fell on the sterile field but not in the patient's cavity. They got a new bovie tip and completed the procedure without incident. There was no patient injury.